Event description:
It was reported that during a da vinci assisted surgical procedure, the image orientation was flipped. Technical support guided the staff to remove the endoscope from the arm and press the instrument clutch button to cancel the guided tool change. The staff then manually rotated the endoscope collar and shaft to match the orientation selected on the system and reinstalled the endoscope. The user confirmed that the image orientation was corrected and the procedure continued. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) guided the site in removing the endoscope from the arm, pressing the instrument clutch button to cancel the guided tool change, manually rotating the endoscope collar/shaft to match the orientation selected in the system, and reinstalling the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. It can be resolved by removing the endoscope from the usm, rotating the scope, pressing the clutch button on the arm to cancel guided tool change and reinstalling the endoscope.